Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Patient age is unknown. As the event occurred at a pediatric facility the medwatch will be submitted as a 30 day timeline. (B)(4).

Event description:
It was reported that the lead was attempted but not used as the helix would not extend. A competitor lead was successfully implanted. No patient complications have been reported as a result of this event.